Event description:
A low inspiratory pressure occurred when the ventilation volume of the device which had been stored in a warehouse was measured at the repair center. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a low inspiratory pressure alarm was discovered in the device's event log. Since was possible that a failure had occurred in the system to control exhalation valve, active exhalation control module was replaced to address the issue.